Manufacturer narrative:
The referenced history of hemolysis and suspected pump thrombosis was reported under medwatch MFR. Report #2916596-2014-01397. Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device ¿ 2 years and 11 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2016, the patient was admitted to the hospital with lactate dehydrogenase (ldh) levels in the 700s u/l. The patient's inr was 3.1 at the time of admission. Their inr goal was 2.5-3.5 due to a prior history of hemolysis and suspected pump thrombosis. The patient was given heparin and integrilin while awaiting a heart transplant. On (B)(6) 2016, the patient received a heart transplant due to hemolysis and suspected pump thrombosis.

Manufacturer narrative:
A correlation between the returned pump and the report of hemolysis and thrombus could not be determined. Evaluation of the pump revealed pink depositions in the inlet tube, inflow graft, inlet elbow, outflow graft attachment and outflow elbow. The depositions were soft and strongly adhered in small islands throughout the blood contacting surfaces. The depositions appeared to have developed in these areas; however, a specific cause for the development of these depositions could not be determined, and they did not appear to be obstructing flow through the inflow conduit or outflow graft. Electrical continuity testing of the returned portion of the percutaneous lead did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values and the device functioned as intended. The instructions for use lists hemolysis and thrombus as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.